Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported sensor error with the freestyle libre 2 sensor. The customer reported experiencing trembling and "soft knees". An ambulance was called but customer reported he only required soda as treatment from friends. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported sensor error with the freestyle libre 2 sensor. The customer reported experiencing trembling and "soft knees". An ambulance was called but customer reported he only required soda as treatment from friends. There was no report of death or permanent injury associated with this event.